Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement open spine clamp shipped to site on (B)(4) 2013. Medtronic investigation of returned suspect device finds that, as reported, the adjustment screw threads are damaged in the middle of the travel not allowing adjustment. Also, the clamp face is bent to one side and the retainer ring is stretched due to over tightening, allowing play in the movement of the clamp face. Mechanical failure, screw threads stripped, directly caused the event.

Event description:
A site representative, or materials purchasing, reported a damaged open spine clamp that was stripped. The instrument damage was discovered prior to a surgery, during set-up. There was no patient present when this issue was identified.